Event description:
It was reported that the insulin gauge displayed a different amount than expected, with the pump showing 35 units instead of the expected 88 units. There was no adverse impact to the customer¿s blood glucose level. The customer confirmed completing steps to remove air from the cartridge and used room temperature insulin, and technical support assisted the customer in reloading the same cartridge without requiring a bolus delivery. The customer agreed to monitor the situation and follow up if necessary.